Manufacturer narrative:
One cadd®-solis vip ambulatory infusion pump was returned for analysis in good condition. The reported accuracy test was replicated. The customer's reported problem was verified. The pump was found to be not powered up keeps alarming when a power switch button is pressed during the investigation. The issue was due to a faulty mpu board, which will be replace.

Event description:
Information was received indicating that a smiths cadd®-solis vip ambulatory infusion pump will not power on and it keeps alarming. There was no reported injury to the patient.